Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17431068) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus pta balloon catheter (.014 4.0x40 142cm) was used for inflation; however, it ruptured within its normal pressure. There was no reported patient injury. Therefore, it was replaced with a non-cordis same size balloon and inflated. The procedure was completed. The lesion was the superficial femoral artery. This was a percutaneous transluminal angioplasty (pta) case. Initially, a contralateral approach was made. A 6f non-cordis guiding sheath was inserted and a non-cordis guidewire crossed the lesion. The product will not be return for analysis.

Manufacturer narrative:
As reported, a 4x40mm 142cm 0.014 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was used for inflation; however, it ruptured within its normal pressure. Therefore, it was replaced with a non-cordis same size balloon and inflated. There was no reported patient injury. The procedure was completed. The lesion was the superficial femoral artery. This was a percutaneous transluminal angioplasty (pta) case. Initially, a contralateral approach was made. A 6f non-cordis guiding sheath was inserted and a non-cordis guidewire crossed the lesion. The device was not returned for analysis. A device history record (DHR) review of lot 17431068 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.